Manufacturer narrative:
It was reported the back/lumbar support strap came apart from the rollator. This caused the "patient to lose all support". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported the back/lumbar support strap came apart from the rollator.